Event description:
Reported by the complainant as follows: three weeks ago, a male was visiting their area on a camping trip and came to their burn clinic with a burn to his right lower leg measuring 7-8" in length and 3-3.5" in width; they could not determine depth as aquacel ag was on the wound. The dressing had been in place for about 5-6 days. Complainant does not know how he got the burn or where he was treated initially for the burn but this was his first visit to their clinic. Complainant states that the dressing was embedded in the wound and they were unable to remove it and so they soaked the aquacel with a & d ointment and applied topical zylocaine. It took them 5 hours to remove approximately half of the dressing. He was then sent to the operating room for removal of the rest of the aquacel as well as skin grafting to site. The graft was successful and he was discharged from the hospital within approximately 1-2 days.